Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer troubleshooted the device and reported the communication cablings are all well and intact at the rear, the main lamp life was at less than 100 hours old, the main lamp module physically and jose found the main lamp module was not properly latched in, the module is able to re-seat back to the main lamp module hou sing and properly latched. The customer was able to press the lamp button in front of the clv-190 light source to ignite the main lamp without any more error code. The issue has been resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e102 (lamp went out error) was displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed this reported e102 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the end-user did not properly attach the main lamp module during a lamp replacement. Olympus will continue to monitor field performance for this device.